Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was attempting to change the cartridge, and repeatedly received a cartridge detection notification. Reportedly, customer was unable to clear the notification. Customer had elevated blood glucose levels (247 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels, and has back up lantis for insulin therapy.